Event description:
This was an emergency percutaneous coronary intervention in which a female pt with unk demographics rec'd a cypher stent in the distal right coronary artery. Vessel characteristics and extent of stenosis is not known. During the procedure, a deformation (bend) was noted on the 3.0/23mm cypher stent when it was removed from the protective sheath. A different cypher of the same size was used to complete the procedure uneventfully.

Manufacturer narrative:
Please note that this drug-eluting stent with catalog number is not sold and distributed in the us, however, it is similar to a drug-eluting stent that is sold and distributed in the us. Add'l info will be submitted within 30 days upon receipt.